Event description:
Femur fractured and the stem subsided 15 days post op. The revision surgery was performed 1 month and a half post op. During revision, the surgeon took 1 hour and a half to extract the stem. A cerclage cable was put around the metaphysis and a cemented stem was implanted. Medacta has been informed on (B)(6) only. Ref MFR report: 3005180920-2013-00046.